Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 2.6; lab: 1.3. Tests done within one hour, venipuncture at the lab. Pt self tester sometimes has difficulty obtaining sample, milking finger. Therapeutic range: 2-3.

Manufacturer narrative:
Investigation pending.